Event description:
The reporter stated that reporter did back to back blood glucose tests, one after the other, using different fingersticks and strips. The results were 407 and 252 mg/dl. Reporter did not have any symptoms. Control testing was not done due to lack of supplies. No harm was alleged.